Manufacturer narrative:
A ge representative contacted the customer by phone and directed the customer in repair of the system. System operates as intended.

Event description:
The customer reported the system displays are black. No patient injury was reported.